Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a sensor anomaly. The customer's blood glucose reading was unknown. The customer stated that there is no electrode in the sensor. The customer stated that 3 sensors from the same lot number have the same anomaly. The customer will be sent replacement sensors.

Manufacturer narrative:
Reliability analysis inspected three opened/used enlite sensors and found the sensor cannula bent inside the sensor. Unable to confirm that the customer received the sensor in said condition due to product being returned opened/used.